Event description:
"While the physician injected to the sizing balloon, it exploded. The explosion happened before the balloon was stretched to the actual size (25mm). A 20cc syringe was used." Balloon burst.

Manufacturer narrative:
The complaint catheter was discarded and will not be returned. A reserve sample was evaluated both with a 20cc syringe, which is what was used by the physician according to the complaint report, and with an inflation device with pressure gauge as is recommended in the instructions for use. The comparative catheter was purged and inflated with a 20cc syringe filled with room temperature water. The balloon withstood the inflation and was measured at 24.7mm. The catheter was then deflated and then reinflated using a calibrated inflation device with pressure gauge. The catheter burst at 2.5 atm which is over the labeled rbp of 1.5 atm. The device performed according to specification.